Manufacturer narrative:
The customer was advised to replace the therapy pca. The device remains at the customer site.

Event description:
It was reported to philips that the device gave a charge shock error message during testing. There was no reported patient involvement.